Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device fired ten staples and then it jammed. There was no pt consequence.

Manufacturer narrative:
H6; code 100: the clamshall sleeve was examined and found to have been sufficiently staked. Based on the inquiry info received and the visual examination, it was concluded that the reported instrument "fired ten staples and then it jammed" during surgery may have been due to a broken articulation clamshell sleeve. The instrument was received with a broken clamshell sleeve and the cartridge was not returned with the instrument. No functional testing could be performed due to a broken clamshell sleeve, which would not allow the cartridge to remain locked in place on the instrument. The clamshell sleeve stake was examined and found to have been sufficiently staked. No conclusion could be reached as to how the clamshell sleeve had become broken. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The articulation clamshell sleeve and articulation assembly may become damaged or compromised, it the unit is not articulated to zero degrees when removed from the trocar. Co strives to understand each incident as it occurs in order to continuously improve co's products.